Manufacturer narrative:
The hillrom technician went to the account to evaluate the bed. The customer did not provide a serial number of the bed involved and the technician was unable to locate a bed with this alleged issue. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technician attempted to locate the bed with this alleged issue at the request of the customer. The account nor the technician were unable to locate the bed and are no longer looking for it. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed caught fire. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).